Event description:
The customer reported to olympus that while using bronchovideoscope, it had no picture, and the angulation was out of tolerance. The issue occurred during preparation for use. There was no patient harm or procedural affected associated with the event.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported allegation was confirmed. There was no image due to the charged coupled device (ccd) cable was torn in the light guide tube, found during the inspection. Additionally, the evaluation revealed the following findings: plastic distal end cover (c-cover) was deformed; angle infection was out of the tolerance; connector ID¿s flexible printed circuits (fpc) was broken; automatic brightness adjustment; uneven illumination orange conical chart, white flat chart failed, and white/black dots were damaged; and inspection-insertion part charged coupled device unit had horizonal- lines. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the following led to the malfunction: during device handling by the user, physical stress was applied to the insertion section while the user was handling the subject device. As a result, the image sensor unit was damaged, and an error message was displayed. The event can be prevented by following the instructions for use which state: ·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system inspection of the endoscopic image 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.